Event description:
In 2004, a vena tech lgm filter was inadvertently snared by a guidewire during a blind central venous catheter placement. Two days later the pt was sent to the radiology department where an attempt to free the guidewire was made. The attempt was not successful. No injury to the pt was reported. The guidewire remains engaged in the filter.